Event description:
It was reported that the fiber tip detached inside the pt at 10391 joules. The tip was removed from the pt's anatomy by flexible graspers, w/o pt injury.

Manufacturer narrative:
(B)(4).